Event description:
It was reported that the patient experienced a worsening of their urinary stress incontinence. Symptoms were reported as incontinence with cough. The etiology of the issue was noted as a worsening/exacerbation of a pre-existing condition. The patient was treated, on (B)(6) 2012, with a cysto coaptite injection and was given cipro 500 mg b.i.d. Prophylactically for 2 days after the procedure. The outcome of the event, as of (B)(6) 2012, was reported as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v691380, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).